Event description:
Customer reported having symptoms of hypoglycemia after receiving a reading of 324 mg/dl with their freestyle meter and a reading of 27 mg/dl with another brand meter. The paramedics were called because the customer had "bottomed out" and they treated the customer with glucose to bring pt's glucose levels back up. The customer was also given juice.